Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported chemotherapy was leaking from the tubing filter, drops appear on filter vent. One drop every 10 seconds, as estimated by the patient. This occurred on three infusions for this patient with the same tubing lot number. The leak appeared approximately 40-48h after the start of the infusion. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: additional information is provided for d.10, h.2, h.3 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag in decontaminated condition; no damage or defects were detected. Functional testing was performed, and the reported issue was able to be replicated. The root cause was unable to be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.